Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss and catheter restriction alarm occurred. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11 corrected fields: b8 (other relevant history), d10, h6 (medical device problem code) keeping UDI partial in emdr (1442898) as serial number is unavaialble. Larry, an ICU registered nurse, initially contacted esp for assistance with a gas loss alarm. He reported that he accessed the console help screen and performed an iab fill, which successfully resolved the alarm and allowed therapy to resume. Larry requested clarification on potential causes. The esp representative reviewed possible clinical contributors, noting that the patient was experiencing significant ectopy and intermittent leg movement, both of which could contribute to transient gas loss conditions. Larry was provided contact information and encouraged to call back with any additional questions. He expressed appreciation for the support. Subsequently, daniella, a colleague of larry, called for assistance with a catheter restriction alarm. She verified that there was no blood present in the helium tubing and that all system connections were secure and correctly connected. The representative instructed her to perform an iab fill, which resolved the alarm and allowed therapy to resume. A screenshot of the iabp monitor demonstrated a rounded balloon waveform, consistent with a significant catheter kink. The esp representative reviewed several nursing interventions to help alleviate the kink, including patient repositioning and assessment of limb and catheter positioning. Daniella was advised to call back if any additional concerns arose and expressed appreciation for the assistance. No harm reported. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.